Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event. There was no associated procedure and no reports of adverse consequences.

Manufacturer narrative:
Alleged failure: the customer reported that after installing the battery, the device was put on charge. After a few minutes smoke began to come out of the device. It was quickly disconnected. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a possible power surge via power connection to the unit and/or an incorrect connection configuration between the battery and the unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event. There was no associated procedure and no reports of adverse consequences.